Event description:
It was noted that the lag screw protruded joint surfaces of femoral head. The pt fell down and had a pain.

Manufacturer narrative:
The provided x-rays confirmed the complaint, the product was not returned. A depuy warsaw marketing director reviewed the provided x-rays. Although the exact root cause could not be determined, the marketing director suggests that although the pt had healed they had extremely poor bone quality. Perhaps some bone had formed around the implant hindering the slide of the lag screw. Upon the fall, the bone collapsed around the screw, forcing the screw through the femoral head. The marketing director stated that this is not a common occurrence. A search of the complaint database found no prior reports for this part and lot number combination. The lelocle facility reviewed the device history records and found no manufacturing deviations or anomalies. No corrective action taken. Trends will be monitored. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.